Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up during an emergency examination and was completely down. Upon inspection, fse checked the system and found the grabber card error on the flex vision pc. The philips engineer replaced flex vision pc and software installation was done, as the issue occurred due to initial failure, the engineer replaced the pc again. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not power on. The issue was found during clinical use. No harm has been reported to philips.